Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-05951 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted that the procedure outcome was that patient expired due to unknown reason. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported a 71-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that a high purge pressure alarm with signs of pump saturation was observed. The impella stopped before tubing could be changed, or tissue plasminogen activator (tpa) started. The impella was explanted at bedside. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the high purge pressure and the pump stop issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. A significant amount of biomaterial was observed on the impeller and purge gap. No physical abnormalities were noted. The cause of the pump stop issue was biomaterial, as both the returned product and the data logs clearly demonstrate that biomaterial led to a high purge pressure event, eventually resulting in the saturated pump flow and pump stop.